Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. In turn, the ipg was relocated on (B)(6) 2021 to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.